Manufacturer narrative:
Received 2 sealed racks of 455071p/c20093fm for evaluation. Received customer pictures. We have no further inventory of the material/batches. We have no further complaints on the material/batches. We forwarded the complaint, customer samples, and customer pictures to our affiliated location in brazil from which we received this product. According to their investigation and comments, a review of quality documentation of the reported batches revealed no irregularities in association with the reported issue. Retain samples were evaluated; no irregularities were found with regard to draw volume, additive concentration or gel functionality. Unfortunately, due to brazilian customs clearance issues, the customer samples were not received and could not be evaluated. The cause of the event cannot be determined.

Manufacturer narrative:
A date of the event could not be obtained from the customer. Samples were received and forwarded for evaluation to the supplier where we purchase the product from. As soon as the investigation is completed we will file a supplemental report.

Event description:
Customer states "the blood sample remains impregnated on the walls of the tube even though the sample is centrifuged with the rpm recommended by the commercial company. Causing the serum to be visualized as "hemolyzed" without being so. Affecting immunological tests, and the formation of fibrin that clogs the equipment needles".

Manufacturer narrative:
Samples which were sent to the supplier for evaluation, have not yet been released by the country's import authorities. As soon as we receive the investigation results from the supplier, another supplemental report will be filed.

Manufacturer narrative:
A date of the event could not be obtained from the customer. Samples were received and forwarded for evaluation to the supplier where we purchase the product from. As samples are still on import hold in the country of the supplier, we have not yet received an investigation of the event. Another supplemental report will be filed, once the samples are evaluated.